Event description:
It was reported that after going transeptal the patients blood pressure dropped. Using ultrasound the a ventricular pericardial effusion was noted. Approximately 1 liter of fluid was extracted. The patient stabilized. Carto serial number (B)(6). Using farapulse generator. Catheters used octaray unknown catalog number, decanav r7f282ct, and soundstar 10439011. Lot numbers unknown and catheters disposed of. Unknown if further intervention is necessary. Using 8.1.3.17 software. A faradrive sheath with versa cross dilator was also used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).